Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
Baxter product surveillance (bps) contacted the care giver on (B)(6) 2012 regarding an unrelated event. The cg stated that she had a check lines and bags alarm on (B)(6) 2012. The cg stated that she just changed out the bags and reused the same cassette. Bps informed the cg to make sure to change all of the supplies when starting over in order to avoid the contamination risk. The cg understood. There was no patient injury or medical intervention reported. No adverse events were reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.